Event description:
It was reported that the patient underwent initial left total hip arthroplasty with competitor products. Subsequently, the patient underwent a revision of the left hip, the stem was retained, head, liner, and shell were revised. The patient was revised for a second time. It was reported that the head and liner were revised, no further details or outcomes provided.

Manufacturer narrative:
(B)(4). D10: unk tri-lock stem unknown. Unk zimmer 52mm trabecular metal shell unknown. Unk screws x3 unknown. Unk depuy 36mm +5 femoral head unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected: d2b, e1 (first/given named), h6 (device code). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. The reported products were reviewed for compatibility and it was determined that the following implants/instruments are not compatible: the competitor head and stem with the zb shell and liner. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip noncemented total hip arthroplasty. Reason for headliner exchange is not determined. However, it should be noted that evaluation for periprosthetic lucencies associated with loosening and/or osteolysis is limited due to poor image quality with limited bone detail it was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. Per the trilogy acetabular system instructions for use, an example of zimmer biomet ifus since the liner is unknown, it states ¿do not use this product for other than labeled indications (off label use).¿ additionally, ¿only authorized combinations should be used. To determine whether these devices have been authorized for use in a proposed combination, visit the zimmer biomet website: www.productcompatibility.zimmer.com.¿ if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.